Manufacturer narrative:
Device evaluation:

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as surgical damage per rga. ¿ no other observations observed, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.